Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - screws: 4.5 mm cortex/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent for a removal surgery. During the surgery, 95 deg condylar plate 12 holes/80/204, four (4) unk - screws: 4.5 mm cortex, & two (2) unk - screws: 6.5 mm cancellous was removed. The surgeon removed four screws proximally on the shaft and made a cut above to total knee prosthesis to perform a distal femur replacement. The original procedure was performed on (B)(6) 2021. The diagnosis for the surgery is listed as ¿painful right total knee arthroplasty with retained distal femur plate¿. The hardware was removed successfully. The patient outcome is unknown. This complaint involves seven (7) devices. This report is for (1) unk - screws: 4.5 mm cortex. This report is 3 of 5 for (B)(4).